Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with vancomycin (intraperitoneally, dose and frequency not reported) for peritonitis. The peritonitis was due to the patient¿s medical history of diabetes. The patient recovered from the peritonitis after 20 days. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.